Event description:
One month after having moh's surgery on the right temple area of my face, my body began rejecting the subcuticular vicryl sutures manufactured by ethicon. This started with a pustule which came to a head and drained pus and blood followed by sections of suture material which were pulled out. This occurred successively along five areas of the 3 1/4 inch wound with a total of 6 segments of vicryl suture removed. I was seen by my moh's surgeon who told me that rejection occurs in 20-30 percent of cases. This has caused delay in wound healing and a few scars along the suture line.